Event description:
Livanova received a report that the arterial s5 roller pump 150 didn't stop at a level alarm. A detailed description of the incident was provided: the patient had been on cardiopulmonary bypass for about 20 minutes. A new cardioplegia was requested by the surgeon, which was performed. The surgeon also requested that the heart be filled, which was performed as well. The volume in the cardiotomy dropped to the level sensor. The sensor triggered a "low level" alarm. The user acknowledged the alarm and saw the level continue to drop below the sensor level, which according to customer was abnormal, and the pump continued to run at full flow, with the cardiotomy almost empty. Artery and vain were urgently clamped. Air bubbles were present in the artery up to the bubble sensor. Two other perfusionists were called for emergency assistance. Meanwhile, the patient was not receiving perfusion. The surgeon immediately unclamped the heart and performed internal cardiac massage. On the anesthetic side, resuscitation was started. A low flow rate was observed for several minutes. The consumable on the cardiotomy, all tubing and oxygenator were not damaged and were functional. Thanks to the action of the perfusionists (renewed crystalloid debulking, disconnection and purging of the artery by the surgeon), the cardiopulmonary bypass could be resumed 9 minutes later. On june 12, 2025, livanova was informed that the patient has died, and the heart lung machine has been segregated by the police.

Manufacturer narrative:
H11: livanova deutschland manufactures the s5 console. The incident occurred in nates, france. The model number of the roller pump involved is code 10-80-00 and the serial number is (B)(6). Based on the tests performed on the machine by a livanova service representative, all sensors (level, bubble, and pressure) were tested and were found to be working as per specifications. The monitoring function control on the pump was tested as well and the pump functioned as intended (the pump stops when alarms are triggered). The analysis of the log file revealed that right before the event reported by the customer occurred, a level alarm correctly triggered a pump stop. After that, the level alarm tone was switched off and back on by the user. Then, the override of the level monitoring function (selective override) was activated by the user (at 10:32:13 a.m.) Disabling the level control on the pump. In case the override is activated, the pump is expected not to stop when a level alarm is issued and this condition lasts 5 minutes. After the activation of the override on the level monitoring and control, pressure and bubble alarms were issued and the pump correctly stopped as expected, since the override function was applied by the user only on the level monitoring function. At 10:33:02 a.m. The bubble sensor monitoring function was switched off. The selective override of the level monitoring and control was automatically deactivated after 5 minutes (at 10:37:12 a.m.). The conclusion of device log analysis is that the machine worked and behaved as per specifications and did not malfunction. This is in accordance with the findings of the tests performed by the livanova service representative. Medical assessment held with livanova clinical experts also confirms user error and highlighted that since the bubble sensor stopped the pump, air likely did not enter the patient and is likely that the 9 minutes of lack of perfusion led to patient harm. However, it is clear consequence of incorrect management of the system by the user. Based on tests conducted on the device and log file analysis, the cause of the reported incident is traced to the user activating the selective override on the level monitoring function, therefore preventing the pump to stop at a level alarm.

Event description:
See initial report.

Manufacturer narrative:
Based on tests conducted on the device and log file analysis, the cause of the reported incident is traced to the user activating the selective override on the level monitoring function, therefore preventing the pump to stop at a level alarm. A detailed explanation of the expected behaviour of the device at a level alarm and investigation findings is provided below. Technical inspection and functional tests results: based on the tests performed on the machine by a livanova service representative, all sensors (level, bubble, and pressure) were tested and were found to be working as per specifications. The monitoring function control on the pump was tested as well and the pump functioned as intended (the pump stops when alarms are triggered). Log file analysis results: the analysis of the log file revealed that right before the event reported by the customer occurred, a level alarm correctly triggered a pump stop. After that, the level alarm tone was switched off and back on by the user. Then, the override of the level monitoring function (selective override) was activated by the user (at 10:32:13 a.m.) Disabling the level control on the pump. In case the override is activated, the pump is expected not to stop when a level alarm is issued and this condition lasts 5 minutes. After the activation of the override on the level monitoring and control, pressure and bubble alarms were issued and the pump correctly stopped as expected, since the override function was applied by the user only on the level monitoring function. At 10:33:02 a.m. The bubble sensor monitoring function was switched off. The selective override of the level monitoring and control was automatically deactivated after 5 minutes (at 10:37:12 a.m.). The conclusion of device log analysis is that the machine worked and behaved as per specifications and did not malfunction. This is in accordance with the findings of the tests performed by the livanova service representative. Investigation conclusion the device operated as expected, triggering the level alarm when required. The user voluntarily deactivated the level alarm and continued operation for five minutes without level monitoring. A significant drop in the reservoir level may facilitate air to enter the oxygenator. Subsequently, pressure and bubble alarms were issued, and the pump was correctly stopped as expected. Eventually, also the bubble sensor monitoring function was switched off. Based on the information currently available, we can reasonably exclude a device malfunction as the cause or contributing factor to the clinical event.